Event description:
This report was received by baxter (B)(4) from the home patient's roommate who stated the home patient had gone to the hospital for repositioning of the catheter. The home patient attempted to use the homechoice (hc) machine, but could not use the hc. The patient went on hemodialysis for 2 weeks and attempted to use the hc again. The patient had difficulties with his catheter and had gone into the dialysis unit, at which point it was determined that the patient had peritonitis. The patient was not in the hospital at the time he had peritonitis.

Manufacturer narrative:
(B)(4). The device involved in the incident is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter, reviews of manufacturing records revealed no issues and no deviations from standard procedure, and the user did not describe any types of use errors or other issues that might have caused potential contamination. Follow-up information provided by the hp's rn who stated that the peritonitis had nothing to do with the home patient's peritoneal dialysis. The client had his catheter replaced back in (B)(6) 2012 and the doctors and nurses believe the client obtained peritonitis due to the surgery (specific details unknown). The hp's rn stated the peritonitis had nothing to do with the cycler, solutions or disposables that the client uses. The client had surgery and then went on hemodialysis for about a month and is now doing very well on his peritoneal dialysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.